Event description:
The product burned my skin and also peeled my skin off when my wife tried to remove bandage. I saw medical attention due to the burning feeling medical. The issue was with the tape area and treatment was required. I had to use antibiotics (augmentin) due to severe infected area. In addition, symptoms did not correct after I stopped using the product. I had accidentally cut myself shaving. Used to stop bleeding.